Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvf017 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdvf017) have been reported from the same facility.

Event description:
It was reported "patient was reported approximately 2 weeks ago patient was accessed and went home on a 5 fu pump. The patient called the physician shortly after being accessed to report that there was leaking."